Event description:
Tha was performed on september 11, 2025. After delta-tt acetab.cup ø50 mm (5552.15.500, lot #2508732, ster. #(B)(4), sold in us) was seated with two bone screws, the surgeon attempted to insert a protruded liner (5886.54.158, lot#24at3su, ster #(B)(4)) in the cup, but it was impossible to seat the liner when impacting it resulting in crack on acetabular of the patient. The cup also got unstable, and it has been removed. Then, after delta-tt acetab.cup ø54 mm (5552.15.540, lot#2502334) was newly seated, he tried to insert other size protruded liner (5886.54.260, lot#22at1zr), but it was impossible to insert it in the cup, as well. Finally, delta neutr.liner (5885.54.260, lot#24at39y) was used in the cup to complete the surgery. Patient information not available. Event happened in japan.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #2508732- ster. (B)(4), no pre-existing anomaly was found on the 59 devices manufactured with the same lot # - ster. Checking the manufacturing charts of the lot #24at3su- ster. (B)(4), no pre-existing anomaly was found on the 17 devices manufactured with the same lot # - ster. Checking the manufacturing charts of the lot #22at1zr- ster. (B)(4), no pre-existing anomaly was found on the 73 devices manufactured with the same lot # - ster. Of these, 68 devices were implanted without any reported issues. This is the only complaint received for this specific lot and sterilization batch. Device analysis: the devices involved were returned to limacorporate for further investigation. The delta protruded liner large (5886.54.260, lot no. 22at1zr, ster. (B)(4)) was visually inspected and analyzed by the competent department. The following observations were made: during the initial visual inspection, multiple marks and scratches were observed on the external surface and on the rim of the liner, consistent with use in the operating room. The peg located in the liner cap was also specifically evaluated. This feature was analyzed due to previous complaints related to difficulties in liner insertion into the acetabular cup, which were associated with non-axial impaction of the liner relative to the peg, contrary to the surgical technique instructions. In those cases, improper impaction led to peg deformation, preventing correct engagement with the acetabular cup hole. In the present case, no deformation of the peg was observed. This finding indicates that the event under investigation is not consistent with previously reported cases and allows exclusion of improper liner seating due to incorrect axial impaction during insertion. Subsequently, dimensional analyses were performed to verify compliance with production specifications. Measurements taken at multiple locations confirmed that the device dimensions were consistent with the manufacturing drawings and applicable specifications. A deviation was observed in the internal profile of the liner, which exhibited a more obtuse/oval shape. This deformation is most likely attributable to multiple intraoperative impaction attempts performed after the liner failed to seat correctly in the acetabular cup. To assess the functional performance of the liner, an impaction test was carried out in accordance with the surgical technique. An additional functional test was performed using an acetabular cup with the same specifications as the one used during surgery. The impaction was successfully completed. The liner remained stable despite the observed deformation of its internal profile, and no deformation of the protruded liner cap or peg was detected. Considering that: · review of the manufacturing records for lot no. 22at1zr - ster. (B)(4) did not identify any pre-existing anomalies among the 73 devices manufactured under the same lot and sterilization batch. · of the 73 devices manufactured, 68 were implanted without any reported issues, and this is the only complaint received for this specific lot and sterilization batch. · dimensional analyses confirmed compliance of the device with manufacturing specifications. · the peg showed no signs of deformation, excluding incorrect axial impaction as described in previous cases. · functional testing demonstrated correct liner seating and stability when impacted according to the surgical technique. · the specific intraoperative conditions and handling during surgery are unknown. It can be concluded that, based on the available information and tests performed, the device is compliant with applicable requirements. The observed surface marks and the altered internal liner profile cannot be conclusively attributed to a manufacturing or design issue and are most likely related to improper use or handling during the surgical procedure. No evidence of a product-related nonconformity was identified. Post market surveillance data: according to the available pms data, the occurrence rate of delta protruded liners belonging to product family codes 5886.50.0xx, 5886.51.xxx, and 5886.54.xxx related to inability to properly engage with the acetabular cup is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective action is required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR report.

Event description:
Tha was performed on september 11, 2025. After delta-tt acetab.cup ø50 mm (5552.15.500, lot #2508732, ster. #(B)(4), sold in us) was seated with two bone screws, the surgeon attempted to insert a protruded liner (5886.54.158, lot#24at3su, ster #(B)(4)) in the cup, but it was impossible to seat the liner when impacting it resulting in crack on acetabular of the patient. The cup also got unstable, and it has been removed. Then, after delta-tt acetab.cup ø54 mm (5552.15.540, lot#2502334) was newly seated, he tried to insert other size protruded liner (5886.54.260, lot#22at1zr), but it was impossible to insert it in the cup, as well. Finally, delta neutr.liner (5885.54.260, lot#24at39y) was used in the cup to complete the surgery. Patient information not available event happened in japan

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #2508732- ster. (B)(4), no pre-existing anomaly was found on the (B)(4) devices manufactured with the same lot # - ster. Checking the manufacturing charts of the lot #24at3su- ster. (B)(4), no pre-existing anomaly was found on the 17 devices manufactured with the same lot # - ster checking the manufacturing charts of the lot #22at1zr- ster. (B)(4), no pre-existing anomaly was found on the 73 devices manufactured with the same lot # - ster. We submit a final MDR when the investigation is complete.